Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The lead failure predictor triggered on (B)(6) 2015 for ventricular- sensing integrity counter (sic) >/= 30 in 3 days and 2 or more high rate-non-sustained episodes <(><<)> 220ms. There were 83 ventricular- sensing integrity counter (sic) on (B)(6) 2015 and four episodes with v-v intervals <(><<)>220 ms on (B)(6) 2015. There was apparent non-physiological noise oversensing seen on electrocardiograms for episodes. (B)(4).

Event description:
It was reported that post implant the patient had a lead integrity alert (lia) for sensing integrity counter (sic) and episodes of non-sustained ventricular tachycardia. The lead remains in use. No patient complications have been reported as a result of this event.